Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle exhibited foreign objects. There were no reports of patient involvement.